Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and the hemostasis valve was noted to be leaking blood. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Returned product consisted of the watchman access system. There were traces of blood on the device. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed damage to the tip, with the blue outer tip material separated from the ptfe liner. The blue material crumbled when handled. Inspection of the rest of the device found no other damage or defect. The reported hemostasis valve leak was not confirmed.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and the hemostasis valve was noted to be leaking blood. The procedure was completed with a different device and no patient complications were reported.